Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of luer lock connector came off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0500 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 2 of the bd alaris¿ pump module smartsite¿ infusion set separated from luer lock connector. The following information was provided by the initial reporter: the luer lock connector came apart during use.

Event description:
It was reported that 2 of the bd alaris¿ pump module smartsite¿ infusion set separated from luer lock connector. The following information was provided by the initial reporter: the luer lock connector came apart during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.